Event description:
Per the clinic, the patient experienced poor performance with device use and a lack of clinical benefit. An x-ray revealed that the electrode array was outside of the cochlea. The patient underwent revision surgery on (B)(6) 2018 to reinsert the electrode array into the cochlea.